Event description:
On (B)(6) 2009, the pt's daughter-in-law reported that an e6 (mechanical) error was displayed on the infusion device. The battery had been in use for 5 days. They inserted a new battery and the daughter-in-law stated that the piston rod was not retracting and appeared to be stuck. She stated that the infusion device was making a "strange noise" and an e10 (cartridge) error was displayed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.